Event description:
There was an allegation of questionable tina-quant hbalc gen. 3 results from the cobas 8000 cobas c 502 module. The initial result was 10.43 %. The patient reportedly had been tested elsewhere and thought the value was very high. On (B)(6) 2025, the laboratory repeated the sample on "hplc machine" and the result was 7.0 %.

Manufacturer narrative:
The reagent lot number was 793029. The expiration date was not provided. The field service engineer found leaking of some rinse tubes and a weak suction mechanism. He replaced the tubing and the cuvettes. The investigation determined the service action resolved the issue.